Event description:
A user facility biomedical technician reported to fresenius technical support that a 2008t hd sys. Cdx w/bibag blue star machine had a burnt power supply plug. The burnt power supply plug was noticed during the end of patient treatment. The patient was able to complete treatment on the same machine and did not experience any harm or adverse events as a result of this malfunction. A request was made for additional patient information (gender, patient initials , date o birth (dob), estimated dry weight, blood flow rate (bfr), dialysate flow rate (dfr), and time on hemodialysis. The biomedical technician stated they could not provide any of this information. The plug was the original fresenius part on the machine. The biomedical technician reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomedical technician reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 523 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomedical technician replaced the plug, which resolved the issue. The biomedical technician reported that the machine has been returned to service without issue. The power plug was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the burned power supply plug was replaced. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event was confirmed

Event description:
A user facility biomedical technician reported to fresenius technical support that a 2008t hd sys. Cdx w/bibag blue star machine had a burnt power supply plug. The burnt power supply plug was noticed during the end of patient treatment. The patient was able to complete treatment on the same machine and did not experience any harm or adverse events as a result of this malfunction. A request was made for additional patient information (gender, patient initials , date o birth (dob), estimated dry weight, blood flow rate (bfr), dialysate flow rate (dfr), and time on hemodialysis. The biomedical technician stated they could not provide any of this information. The plug was the original fresenius part on the machine. The biomedical technician reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomedical technician reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 523 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomedical technician replaced the plug, which resolved the issue. The biomedical technician reported that the machine has been returned to service without issue. The power plug was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h6 (type of investigation, and h10 plant investigation: the machine¿s power supply was returned to the manufacturer for physical evaluation. The power supply was received with thermal damage on the ¿hot¿ terminal prong (black wire side) of the power plug. There were no other discrepancies found on the power supply. There were no problems during the initial power up, the rinse program was completed without problems, dialysis mode functioned properly without failures. And the self-test program was completed without failures. To resolve the reported issue, the burned power supply plug was replaced. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event was confirmed.

Event description:
A user facility biomedical technician reported to fresenius technical support that a 2008t hd sys. Cdx w/bibag blue star machine had a burnt power supply plug. The burnt power supply plug was noticed during the end of patient treatment. The patient was able to complete treatment on the same machine and did not experience any harm or adverse events as a result of this malfunction. A request was made for additional patient information (gender, patient initials , date o birth (dob), estimated dry weight, blood flow rate (bfr), dialysate flow rate (dfr), and time on hemodialysis. The biomedical technician stated they could not provide any of this information. The plug was the original fresenius part on the machine. The biomedical technician reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomedical technician reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 523 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomedical technician replaced the plug, which resolved the issue. The biomedical technician reported that the machine has been returned to service without issue. The power plug was reported to be available to be returned to the manufacturer for physical evaluation.